Event description:
Left ventricular lead was abandoned surgically due to a breach in the leads insulation. The lead is still implanted but no longer in service. No adverse patient effects were reported.